Manufacturer narrative:
(B)(4).

Event description:
It was reported that: swg resistance/kinking. The issue was identified while being used on a patient but there were no reported adverse reactions. The patient was reported as fine.

Manufacturer narrative:
(B)(4). The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned one guide wire assembly for analysis. Signs-of-use were observed on the tubing. Visual analysis of the guide wire confirmed five major kinks and one long continuous bend. This damage resulted in the distal j-bend to be misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. Further analysis of the guide wire product drawing revealed that the guide wire markings on the returned do not match the markings from the product drawing. This indicates that the returned guide wire is not the same guide wire normally packaged within the reported finished good. Visual analysis could not be performed on the arrow raulerson syringe (ars) as it was not returned for analysis. The major kinks on the guide wire measured 46mm, 250mm, 273mm, 290mm, and 375mm from the proximal weld. The guide wire total length measured 684mm, which was not within the specification limits of 696mm-604mm per the guide wire product drawing. The kinks and the guidewire length were measured via calibrated ruler. The guide wire outer diameter measured 0.85mm via calibrated caliper, which was not within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. These results indicate that the customer either reported the incorrect part number or returned the incorrect device. Functional testing was performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". Functional testing with the actual ars could not be performed as it was not returned for analysis. The guide wire was inserted through a lab inventory ars/introducer needle subassembly. Resistance was encountered at the location of the kinks; however, the guide wire was able to pass. A manual tug test confirmed that the distal and proximal welds were secure and intact. The IFU provided with the kit, informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". A device history record review was performed on the reported batch, and no relevant findings were identified. It is unknown if the customer returned the incorrect sample or if they reported the incorrect finished good. Additionally, the ars involved with this event was also not returned for analysis. Based on these circumstances, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: swg resistance/kinking. The issue was identified while being used on a patient but there were no reported adverse reactions. The patient was reported as fine.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Section d.4.-(UDI)# corrected to (B)(4). The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned one guide wire assembly for analysis. Signs-of-use were observed on the tubing. Visual analysis of the guide wire confirmed five major kinks and one long continuous bend. This damage resulted in the distal j-bend to be misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. Further analysis of the guide wire product drawing revealed that the guide wire markings on the returned do not match the markings from the product drawing. This indicates that the returned guide wire is not the same guide wire normally packaged within the reported finished good. Visual analysis could not be performed on the arrow raulerson syringe (ars) as it was not returned for analysis. The major kinks on the guide wire measured 46mm, 250mm, 273mm, 290mm, and 375mm from the proximal weld. The guide wire total length measured 684mm, which was not within the specification limits of 696mm-604mm per the guide wire product drawing. The kinks and the guidewire length were measured via calibrated ruler. The guide wire outer diameter measured 0.85mm via calibrated caliper, which was not within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. These results indicate that the customer either reported the incorrect part number or returned the incorrect device. Functional testing was performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". Functional testing with the actual ars could not be performed as it was not returned for analysis. The guide wire was inserted through a lab inventory ars/introducer needle subassembly. Resistance was encountered at the location of the kinks; however, the guide wire was able to pass. A manual tug test confirmed that the distal and proximal welds were secure and intact. The IFU provided with the kit, informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". A device history record review was performed on the reported batch, and no relevant findings were identified. It is unknown if the customer returned the incorrect sample or if they reported the incorrect finished good. Additionally, the ars involved with this event was also not returned for analysis. Based on these circumstances, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: swg resistance/kinking. The issue was identified while being used on a patient but there were no reported adverse reactions. The patient was reported as fine.